Manufacturer narrative:
Additional manufacturer narrative and/or corrected data", corrected data: the initial report inadvertently stated "device evaluation is not necessary because the reported events are related to device functionality" though it was intended to state "device evaluation is not necessary because the reported events are not related to device functionality"

Event description:
The patient had the generator replaced. Per the physician a smaller generator was used for replacement due to the previously reported issues. No additional relevant information has been received to date.

Manufacturer narrative:
"Device evaluated by MFR?": device evaluation is not necessary because the reported events are related to device functionality.

Event description:
At the previous replacement the patient's new generator was placed closer to her clavicle and "causing" discomfort from the generator hitting the clavicle. Now the patient has been referred for revision due to the patient complaining of the vns being too high near the clavicle, the generator turning, and the lead feeling as if there is no slack. Information from the implanting surgeon reported that 3-0 vicryl sutures were used for the implant, which are absorbable sutures. Per the current surgeon, the surgery is both for patient comfort and to preclude serious injury. The surgeon believes the reason for the generator turning is due to a broken tie down stitch and that the placement of the generator near the clavicle could have led to muscle movement contributing to the generator movement. The current surgeon also believes the lead tightness may be due to the healing of the implant as well as possible higher placement of the electrodes. And perhaps the strain relief loop not being sufficient. The last known diagnostics were noted within normal limits. Surgery has not occurred to date. No additional relevant information has been received to date.